Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. (B)(4).

Event description:
This is filed to report unintended movement and torn material. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was deployed on the mitral valve. To further reduce mr, an nt clip was inserted, and grasping was performed. However, the leaflets were unable to be grasped; therefore, the clip was removed and replaced with an xt clip. After inserting the xt clip, m-knob was applied, and it was observed the clip moved in an unintended direction. The physician then realized the blue lines on the devices were not lined up. The clip was removed and the blue lines were realigned. However, while reinserting the clip into the steerable guide catheter (sgc), the clip became caught on the soft tip of the sgc. The clip was removed from the sgc, but while outside the anatomy, the clip seemed a bit loose. Therefore, the clip delivery system (cds) was not used and was replaced. One additional clip was deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay during the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on available information, the reported unintended movement was a cascading effect of improper or incorrect procedure or method (failure to follow steps / instructions). It should be noted that the mitraclip instruction for use (IFU) states to "align the longitudinal alignment marker on the sleeve shaft with the alignment marker on the guide hemostasis valve. Turn the +/- knob to neutral then carefully advance the cds through the guide under fluoroscopic guidance. Stop when tip of the clip is even with the tip of the guide." A cause of the reported difficult to insert (clip caught on sgc) could not be determined. The reported material split, cut or torn (loose clip) appears to be related to the difficult to insert. The reported improper or incorrect procedure or method (failure to follow steps / instructions) was due to the user error of not following steps per IFU. There is no indication of a product quality issue with respect to manufacture, design or labeling.